Event description:
Plasmablade unable to coag larger bleeders. Device worked on small bleeders but not large bleeders.

Manufacturer narrative:
(B)(4). Eval, method: product being evaluated in field prior to return. Trying to determine if user error contributes to event. Eval, results: product being evaluated in field prior to return. Trying to determine if user error contributes to event. Conclusion: product being evaluated in field prior to return. Trying to determine if user error contributes to event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.